Event description:
It was reported that eight days post implant, the right ventricular lead was believed to be dislodged as there was no capture at high output and there was erratic pacing. The lead is believed to have been repositioned, and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) competitor implantable pacing lead 2012 (B)(6). (B)(4).